Manufacturer narrative:
Visual inspection: not performed as the device was not returned. Dimensional inspection not performed as the device was not returned. Functional inspection: not performed as the device was not returned. Material analysis: not performed as the device was not returned. Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patients' right hip was revised due to pain, osteolysis, and aseptic loosening. Intra-operatively, surgeon reported that patient had an acetabular discontinuity due to a healed fracture (rep reported that no plates or screws had been used to address the fracture). Patient was revised to competitor shell and liner with a stryker universal taper biolox head.